Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following was likely the cause of the malfunction: the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the bronchovideoscope exhibited intermittent flicker during manipulation and rust within the channel opening. There was no patient involvement.